Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred and that the pump unexpectedly shutdown. Additionally, it was reported that during the fill tubing step, the tubing would only fill 0.7 units and then 1.5 units and subsequently multiple cartridge alarms (alarm 30) occurred. There was no reported impart to customer's blood glucose. Reportedly, customer declined follow up regarding the event.

Manufacturer narrative:
The failure investigation has been completed and the malfunction and alarm 30 issues were verified. The fill tubing issue could not be confirmed. The unexpected shutdown was confirmed; however, no failure was identified.